Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the phacoemulsification portion of a cataract extraction procedure the system failed. The patient required conversion to an extra capsular cataract extraction. The patient has had an extremely poor outcome. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst has reviewed this investigation and stated the following: ¿the surgeon reported that during the phacoemulsification portion of a cataract extraction procedure the system failed. The patient required conversion to an extra capsular cataract extraction. The patient has had an extremely poor outcome. Additional information was requested with none received to date. Without any additional information, the customers reported ¿system contributed the poor visual outcome from the extra capsular cataract extraction (ecce)¿ procedure cannot be determined conclusively.¿ the system was examined. The company representative did not indicate finding any issues (with the system) that would be associated with the reported event. However, the company representative did confirm failure of all 5 up switches (via the sub-system diagnostic) and replaced the footswitch to resolve the issue. (See footswitch investigation.) The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed some minor corrosion of the powder coat around the battery and wireless leds. The returned footswitch was paired with a calibrated system. The wireless led lit up in a pink/red color instead of blue. The footswitch was then connected to the footswitch tester and the wireless led lit up in a pink/red color again. No other nonconformities were identified. The footswitch was then opened up and visually inspected. There were no zip-ties holding the led cable assembly. In the same led cable assembly, there was a pinched wire leading to the wireless led. During manufacturing, the inner cover switch is installed before the spring break cable. This evidence shows that the footswitch had been cleaned or refurbished, and that the nonconformities are not manufacturing related. A path of corrosion was identified. This starts from the powder coat transition point, next to the inner footswitch cover, and spreading underneath the paint; which shorted out the up-switch pcb component. A short like this would have generated the system message code, reported. The system was found to meet specifications. Therefore, the system is not suspected to have contributed to the reported event. The root cause of the reported system message can be attributed to bss corrosion, which shorted out the pcb component in the footswitch. Without any additional information, the root cause of the poor visual outcome from the ecce procedure cannot be determined conclusively. (B)(4).